Event description:
Pt presented with a painful hip. X-rays showed cup had rotated.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were sent to secured storage with no evaluation. It was confirmed x-rays were not available for review. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint -. Patient presented with a painful hip. X-rays showed cup had rotated. During revision on initial incision a large pouch of tissue was found, when excised 200ml of fluid was drained. Grey tissue was found throughout the joint. The cup was able to be removed by hand without any use of instruments, no bony ongrowth at all. Head was removed from s-rom stem and stem was solid and left insitu. Cup was revised with zimmer trabecular metal. Update - added 47 ref number. Taken from email dated 3rd september 2014.